Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) units of exactamix 250ml bags leaked. This occurred after the bags had been filled with an unspecified solution. The reporter stated leaks came from the front of the bags, near the print. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. Microscopic inspection revealed five leaks from what appears to be small tears in the front of the bag where the manufacturing address ink was stamped. Functional testing was performed by filling the device with water, and leaks were observed from the tears. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. The supplier of the component has been notified of this condition. The remaining five (5) samples with allegations were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.